Event description:
A customer reported an issue with the display on her precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been returned for investigation (meter serial number (B)(4)). A follow up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa17aug2007 letter.